Event description:
It was reported that 45 minutes into procedure the po2 was 63 at fi02 of 65%. Fi02 was increased to 100% and the pt cooled. The po2 was 133. The monolyth oxygenator was changed out with another monolyth and the procedure continued without further incident. No pt injury.